Event description:
This case occured outside the USA, in spain. On (B)(6) 2023, the spanish subsidiary notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2023 with 0.6ml of teosyal rha 3 in the chin (0.5ml) and in lower lip (0.1ml) (bolus technique). The same day, on (B)(6) 2023, the patient presented with a vascular occlusion in the chin of severe intensity. The injector was contacted by a local medical expert to provide medical assistance. The patient received on (B)(6) 2023 three cycles of hyaluronidase 1000iu injections and one more injection on (B)(6) 2023. The injector also prescribed nonsteroidal anti-inflammatory (aspirin 325mg) and steroid anti-inflammatory (fortecortin 8mg). According to the follow up information received on 18-oct-2023, the patient received hyaluronidase injections during 3 days in total and was then completely recovered. The complaint was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.